Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 15:35:27 through (B)(6) 2023 at 9:01:06. Low flow events were captured throughout the log file from (B)(6) 2023 at 15:35:27 through 15:35:57. Per design, when the flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. 1 of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. Multiple attempts for additional information were sent to the customer and no further detail was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 list lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 liters per minute (lpm), the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow events with questionable outflow graft thrombus/obstruction seen on the computerized tomography. Log files were submitted which confirmed low flow alarms on (B)(6) 2023.